Event description:
It was reported that a user¿s continuous glucose monitor stopped reading, and during troubleshooting the user stated the sensor had reached the time for replacement, after which the pairing issue was considered resolved and general education on restart versus sensor change was provided. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included user interview and troubleshooting. Investigation of this case revealed that the cgm sensor was expired, leading to loss of readings and an initial pairing failure that resolved once the need for sensor replacement was recognized. It was concluded, based on previously established findings for similar reports, that user-related factors associated with an expired sensor were the cause.